Manufacturer narrative:
Date of event was listed incorrectly on the initial report. An incorrect surgical intervention date was mentioned in the event description. The correct date is (B)(6) 2014.

Event description:
Further review of the manufacturer's complaint record database revealed this event and patient were initially reported under MFR. Report#: 1627487-2017-01346.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) had their lead repositioned on (B)(6) 2014 due to loss of stimulation. Note: this report is in reference to a clinical study patient.